Event description:
Device malfunction: difficulty removing filter; filter/stent entanglement. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove device. It was reported that an unspecified stent was implanted in a coronary artery. An emboshield pro filter was then successfully positioned and post-dilatation was performed. During attempted filter retrieval, the retrieval catheter (rc) was advanced but met resistance and could not advance beyond the aorta. The rc was removed and a guiding catheter was advanced just proximal to the implanted stent. As the bare wire was being withdrawn, the filter entangled with the sent. The stent and filter were removed together through the guiding catheter. Another stent was implanted in the target lesion. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(Off label coronary use). The device is expected to be returned for eval. It has not yet been received.